Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low reservoir alarm and priming. The customer's blood glucose value was 597 mg/dl. The customer will take a bolus with the pump. The customer stated that she entered her blood glucose and it alarmed low reservoir. The customer was assisted with priming and changing the set. The product was not returned for analysis.